Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said that they saw their healthcare provider for standard check up abut a month or so ago and said told their healthcare provided everything was fine. The reason for call was to report that around a week after their appointment, felt like the therapy wasn't working so increased the setting however didn't feel any stimulation even after several clicks. Patient said that they recently had an MRI so they checked to make sure stimulation was turned on which they confirmed that it was on so patient decided to activate and deactivate MRI mode and said they felt stimulation sensation after increasing one click. Patient said again noticed return of symptoms around two weeks ago. Patient then said that for the last week or so has been feeling like it isn't working again. When asked, no changes to diet, supplements, medications or trauma. Reviewed therapy information and general programming guidance. With instruction patient connected to implant, switched programs and adjusted setting. Patient will maintain stimulation level and monitor and track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient was redirected to schedule an appointment if issue isn't resolved after working through all of the programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that their device wasn't working very well. Patient added that their therapy wasn't working anymore. Patient confirmed that they were able to increase their stimulation before and that they felt it and changed their programs on their own before, but they were still leaking. Patient said they already monitored their symptoms for months and months and months on their current program. Patient was also wondering if their weight loss may have been a reason for patients to "come and adjust" as the patient mentioned that they have lost a little over 50 pounds. Patient also asked about device longevity. Agent reviewed general device use, adverse effects and device longevity information. Patient services redirected patient to healthcare provider (hcp) for further assistance. Patient mentioned they have an appointment with their hcp next week on tuesday.